Manufacturer narrative:
The investigation has been completed. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The lack of purge disc recognition is due to a broken purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a purge disc issue. No clinical details regarding resolution or patient condition were provided. No patient was involved.